Manufacturer narrative:
Literature article: long-term echocardiographic data, mechanisms of failure and reintervention outcomes of the epic¿ valve in mitral position ¿ a large observational cohort. Summarized patient outcomes/complications long-term echocardiographic data, mechanisms of failure and reintervention outcomes of the epic¿ valve in mitral position ¿ a large observational cohort were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, coronary artery disease, atrial fibrillation, obesity, chronic kidney disease, smoking, chronic obstructive pulmonary disease, prior myocardial infarction, previous CABG/pci, cardiac failure, prior stroke / tia, endocarditis, regurgitation, and diabetes. Some of the complications reported were death, stroke / tia, infection, bleeding, renal failure, pacemaker implant, atrial fibrillation, structural valve deterioration, endocarditis, thrombosis, mitral regurgitation, paravalvular leak, dyspnea these complications are anticipated for the procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, ¿long-term echocardiographic data, mechanisms of failure and reintervention outcomes of the epic¿ valve in mitral position ¿ a large observational cohort¿, was reviewed. The article presents a retrospective single center study experience to assess the mechanisms and independent predictors of epic failures and to compare short- and mid-term outcomes according to reintervention type. Devices mentioned in the study was epic, on-x, magna, unknown sjm/abbott mechanical valve, mitris resilia, sapien 3, and sapien xt. The article concluded the epic¿ mitral valve has stable hemodynamics through 5 years and was associated with low incidence of structural valve deterioration (svd) and reintervention mostly due to endocarditis and leaflet tear without calcification. Reintervention type had no influence on early outcomes and mid-term mortality. [The primary author of the article is jeremy bernard, cardiology, quebec heart and lung institute, laval university quebec heart and lung institute ¿ laval university, quebec, qc, canada. The corresponding author is siamak mohammadi, cardiac surgery division, quebec heart and lung institute, laval university quebec heart and lung institute ¿ laval university, quebec, qc, canada, with corresponding email: siamak.mohammadi@fmed.ulaval.ca]. The time frame of the article was from november 2007 to may 2021. A total number of 1397 patients were included in this study. The average age was 72 years and the average gender was male. Comorbidities included hypertension, dyslipidemia, coronary artery disease, atrial fibrillation, obesity, chronic kidney disease, smoking, chronic obstructive pulmonary disease, prior myocardial infarction, previous CABG/pci, cardiac failure, prior stroke/tia, endocarditis, regurgitation, and diabetes.